Manufacturer narrative:
(B)(4). When our investigation is completed, a follow up report will be submitted.

Event description:
Related manufacturing reference number: 3008452825-2016-00123. During an ablation procedure, the patient's arterial pressure began to decline and ablation was stopped. A transthoracic echocardiogram was performed, which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.